Event description:
He said the need broke on product code sxmd1b409 during the same procedure. Opened up additional stratafix strands with the same product codes. (B)(4).

Manufacturer narrative:
Method: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. No inventory available for the lot reported. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, info has not been received from supplier. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint#(B)(4), (ethicon complaint #(B)(4)). Item#sxmd1b409 stratafix spiral pga-pcl knotless tissue control device - CT-1 1 monoderm 45 cm, lot mbvx590.